Event description:
It was reported that an angio-seal evolution was deployed post diagnostic procedure and pre-insertion angiogram. A single stick was achieved during the initial access. Five hours post procedure, the pt sat up and was preparing to stand when he felt a pop sensation in the groin. A rapidly growing hematoma started to occur. The nurse laid the pt flat and applied manual compression for 15 minutes. The hematoma was approximately the size of a lemon. The pt required an additional night of hospitalization. The pt was then discharged the day after the procedure without any complications.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.